Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for lumbar radiculopathy and spinal pain reported the last time the device was recharged was four to five months ago so the device became over discharged, but they thought they were still feeling stimulation. Currently the consumer was seeing the poor communication screen on the patient programmer (pp), the reposition antenna screen on the recharger, was unable to communicate using the pp or the recharger, and was unable to recharge the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.